Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. With pt (B) (6) where the first site (brain) did not record in syngo or in multi access. After review of the dmip, it was confirmed that 4 fields, both sites had been completely delivered that day. It is still under investigation as to what happened to cause the treatment to not record. Initial risk analysis is complete. Corrective action is pending final investigation. Further investigation required according to request of dcu. Injury or mistreatment has not been reported.

Manufacturer narrative:
Cause: there was a treatment crash and after the system crash the resumed treatment and the resumption recorded was correctly but the records created before the crash have not been send. It is not clear why the records were not... Risk analysis indicates: severity: 3 (critical). Part 1: 3 (critical) - reason: critical for more than one fraction. Part 2: 1 (negligible) - reason negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore, negligible). Probability: c (remote). Part 1: c (remote) - reason: improbable (to maximum remote) for more than one fraction - here assuming the same conditions as above, but multiple times for the single pt. Part 2: c (remote) - reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc.. And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. Also see MDR 2910081-2009-00055. No other products are concerned.